Event description:
It was reported that the pump usb port was damaged and loose. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.